Manufacturer narrative:
E1: initial reporter address: no.(B)(6) e1: initial reporter postal code: (B)(6) h4: the lot was manufactured between june 28, 2023 ¿ june 30, 2023. H11: the device was received for evaluation containing fluid in the bladder. A visual inspection via the naked eye was performed, and fluid inside the housing was observed suggesting a leak. Further inspection observed a leak coming out at one side of the bladder crimp. The reported condition was verified. The cause of the bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had small drops of water on the bottle. This was observed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.